Manufacturer narrative:
Investigation results: DHR review for batch 7192503 (p/n 305060) was performed with the following results. Manufacturing date: 7/12/2017 ¿ 7/14/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7192503 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Conclusion: CAPA is not required as no defects were confirmed. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on 10/20/2017 via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked behind the stopper on a bd¿ bd luer-lok¿ blunt fill needle during use. Medical intervention is unknown.